Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was seen in clinic, inappropriate antitachycardia pacing therapy and hv therapy for atrial flutter with rapid ventricular response was observed. Programming changes were made.